Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values eight days after the sensor was inserted in the arm. The patient was very dizzy and sick. The cgm was reading 10.6 mmol/l and the blood glucose reading was 1.8 mmol/l. The patient was not able to self-treat and was treated by a teacher at school with oral glucose. After 30 minutes they took a second blood glucose reading which was 7 mmol/l. At the time of the report the patient recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.